Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy near the pylorus over fatty tissue, the device had no seal, there was no regrasp alert, the end tone was heard and there was no evidence of any energy delivery. There was no smoke or bubbling at all around the jaws of the instrument when applied to tissue. When the jaws were opened after the end tone was heard, the tissue was inspected. There was minimal impact to the tissue that was to be sealed. This happened using a generator. Laparoscopic was performed to complete the procedure. There was no patient injury.